Event description:
It was reported that during the pre-test, when tried to inject sterilized water in the foley catheter there was a strange sound. The balloon water would not go in.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjs3673. Visual inspection noted no obvious observations. Using the returned syringe, there was a squeaking sound observed; the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and no solution could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, when tried to inject sterilized water in the foley catheter there was a strange sound. The balloon water would not go in. Per notification from ucc on 02jan2026, it was reported that difficult to deflate was found during sample evaluation on 21oct2025.